Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, severe facial twitching and the implant site remained sore for 14 months post-implantation. The patient also reported dizziness and headaches on the implant side despite not wearing any external equipment. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report.